Event description:
As reported via the (B)(4) study, a patient experienced elevated cardiac enzymes post index procedure which was classified as a peri-procedural pci event, an mi, by the clinical events committee (cec) for the (B)(4) study. At the time of the index procedure angiography revealed 70% stenosis in the proximal circumflex artery. The lesion was de novo, class b2 and 15mm long. The reference vessel was 4.0mm in diameter. A 3.5 x 18mm cypher was implanted by direct stenting at 16atm. The stent was not post-dilated and there was no residual stenosis. Ckmb peaked at 9.0 (uln 6.3) at discharge and troponin I peaked at 0.33 (uln 0.05) six to twelve hours post index procedure. The patient was asymptomatic and ECG was normal. The elevated enzymes were treated medically with observation and continuation of aspirin and plavix and the patient was discharged the day after the index procedure.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported via the (B)(4) study, a (B)(6) male patient with a history of hyperlipidemia, hypertension, amlodipine besylate allergy, beta blocker allergy, cardura allergy, doxazosin mesylate allergy, lisinopril allergy, nifedipine allergy, norvasc allergy, procardia allergy, and zestril allergy suffered an peri-procedural mi. At the time of the index procedure angiography revealed 70% stenosis in the proximal circumflex artery. The lesion was de novo, class b2 and 15mm long. The reference vessel was 4.0mm in diameter. A 3.5 x 18mm cypher was implanted by direct stenting at 16atm. The stent was not post-dilated and there was no residual stenosis. Ckmb peaked at 9.0 (uln 6.3) at discharge and troponin I peaked at 0.33 (uln 0.05) six to twelve hours post index procedure. The patient was asymptomatic and ECG was normal. The cec committee has adjudicated this enzyme elevation as a arc peri-procedural pci thus the code for mi has been added to the file. The patient was discharged the day after the index procedure on dual anti-platelet therapy. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15079017 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.